Event description:
At 3 months after primary surgery (l4/l5/s1), the surgeon noticed that 1 cage was migrated. The surgeon removed all the screws and the migrated cage, implanting a competitor cage with must pedicle screws.

Manufacturer narrative:
Batch review performed on 08 november 2021: lot 1620019b: (B)(4) items manufactured and released on 06-july-2021. Expiration date: 2026-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Lot 1620019a: (B)(4) items manufactured and released on 14-may-2021. Expiration date: 2026-04-21. No anomalies found related to the problem. To date, the item has been sold. Lot 1620019: (B)(4) items manufactured and released on 25-may-2016. Expiration date: 2021-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.